Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: red heart/back up mode. Specific component(s) involved: external controller malfunction. Additional text: red heart/back up mode. Causative or contributing factor: patient non-compliance in device maintenance/protection. Intervention(s): replacement of external controller. Implant device type: lvad.